Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the device change-out procedure, the set screw on the implantable pulse generator (ipg) was impossible to unscrew with several screwdrivers. Eventually, the physician cut the silicon screw protection in order to access the set screw and enough force was applied to turn the screw. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.